Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that between 9 am and 10 am, the heart rate of the patient fell below 45 and despite the low limit being set at 45, there was no alarm. No emergent or adverse patient impact was reported.